Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
The surgeon reported that a female patient who had been implanted with an alumina head, alumina liner, trident shell and exeter stem had developed pseudotumours requiring revision surgery.

Manufacturer narrative:
An event regarding altr (pseudotumor) involving an exeter stem was reported. The event was not confirmed. Device evaluation and results: not performed, device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant concluded that the "root cause of failure uncertain due to lack of information and this case requires more information to solve adequately." Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been no other similar events for the lot referenced. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, serial x-rays, operative reports, histopathology reports, as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The surgeon reported that a female patient who had been implanted with an alumina head, alumina liner, trident shell and exeter stem had developed pseudotumours requiring revision surgery.